Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: vedr01 implantable pulse generator (ipg), implanted (B)(6) 2009; 3830 implantable pacing lead, implanted (B)(6) 2009.

Event description:
It was reported that there is undefined impedance, high impedance and a possible fracture of the right ventricular lead. A chest xray indicates a possible separated section near the original subclavian access. The lead is reported to have been implanted in a newborn and the physician noted that with patient¿s natural growth in height the lead has been stretched and extended. A lead revision was attempted unsuccessfully and aborted due to an occluded venous system. No skin incision into the pocket or manipulation of the device or leads was performed. The patient will be referred to a surgeon for future replacement. No patient complications have been reported as a result of this event.